Manufacturer narrative:
Product evaluation: analysis results are not available; device not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The facility reported that preventive maintenance is required; the indigo handpiece is overheating. There was no reported patient impact.

Manufacturer narrative:
Product evaluation: the indigo handpiece was received in service and repair in cosmetically good condition. Pre-repair temperature testing was performed; no deviations found. Ambient device temperature was 80f. After running the device for 1 minute the temperatures were: t1 - 85f, and t2 ¿ 82 f. The device was cleaned and successfully tested to specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Event date: the exact date of this event is unknown. If information is provided in the future, a supplemental report will be issued.